Event description:
A call was received through technical services reporting high rv (right ventricular) pacing impedance values of greater than 3000 ohms, then reading infinite. Threshold increase. Fracture, and oversensing, as indicated by high sic (sensing integrity counter), with inappropriate therapy delivered, was also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Noise and high ventricular impedance were noted. The ventricular sic (sensing integrity counter) was 22,502 since 2007. A high value of this counter can indicate a potential intermittency in the system. Ventricular impedance measurements were found to be consistent, in the 600s, until three days earlier, when the daily measurement was 958. Measurements after this were infinite. Other: a call was received through technical services reporting high rv (right ventricular) pacing impedance values of greater than 3000 ohms, then reading infinite. Threshold increase. Fracture, and oversensing, as indicated by high sic (sensing integrity counter), with inappropriate therapy delivered, was also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event. No conclusion can be drawn impedance, high lead(s), fracture of oversensing shock, inappropriate high threshold.